Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient had his artificial urinary sphincter pump and balloon removed for a higher pressure balloon. A new artificial urinary sphincter 71-80 cm h2o balloon and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced recurring incontinence. The cuff did not have enough pressure so a higher pressure balloon was implanted.

Event description:
It was reported that the patient had his artificial urinary sphincter pump and balloon removed for a higher pressure balloon. A new artificial urinary sphincter 71-80 cm h2o balloon and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.